Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not fire correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Sign of clinical use and evidence of blood were observed. The loading device was not returned. The tension spring assembly remained inside the delivery tube with the seal extended outside the tube. Seal was completely unrevealed and blood was found on seal. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. As blood was visible inside the loading device , we were unable to measure the dimensions of delivery tube. Based on the received condition of the device the reported complaint ¿misfire-failure to deploy¿ was not confirmed. But was confirmed for analyzed failure "unrevealed material/seal".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not fire correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.